Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
Jaleel, s.a., balfe, j., curtis, e., mcdonald, d. Status dystonicus presenting in an acute setting in association with viral illnesses. Archives of disease in childhood. 2015. 100 ( a87) summary/reported event: the authors discussed status dystonicus presentation, in an acute setting, in association with viral illnesses. A (B)(6) male patient with microcephaly and spastic quadriparesis, gross motor function classification system (gmfcs) class v, for which the patient received an intrathecal baclofen pump; start date, dose, and frequency were unknown. The patient also had visual impairment, profound intellectual disability, recurrent urinary tract infections (uti), nephrocalcinosis, and gastrostomy feeds. The patient was admitted with a pseudomonas urinary tract infection (uti), and was treated with ciprofloxacin. His recovery was complicated by norovirus gastroenteritis with dehydration, pre-renal failure and increasingly severe dystonic posturing (tongue protrusion, sustained muscle contractions, opisthotonus), fever, sweating and rising creatine kinase (ck; greater than 23000). He was transferred to the high dependency unit (hdu). Treatment included close management of fluid and electrolyte balance, and sedation with chloral hydrate, clonidine and midazolam. Resolution of the movement disorder and fever, as well as normalization of ck followed. The patient re-presented a month later with similar symptomatology; however, early treatment with hydration, clonidine and chloral hydrate appeared to halt progression to status dystonicus. The patient went home on low-dose clonidine and remained well. The author made no allegation against the implanted system. The author concluded that status dystonicus was a rare condition with a high morbidity and mortality. A rising ck, severe dystonic movements, and metabolic derangements suggested the diagnosis. Maintaining a high index of suspicion could identify such cases early and halt further progression. Ck was a simple test to monitor response to treatment.

Manufacturer narrative:
It was not possible to match these events with any previously reported events. (B)(4).